Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope had white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the gastrointestinal videoscope had white foreign material. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The event is detectable by handling the product in accordance with the following IFU. Gif-hq290 operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection 3.8 inspection of the endoscopic system. Chapter 1 section 4: general precautions - warning, chapter 1 section 6: reprocessing and storage after use - warning, chapter 4, section 2: endoscope insertion air, water, and suction supply precautions, and the instruction manual (cleaning/disinfection/sterilization section) chapter 5, section 5: manual cleaning of endoscopes and accessories cleaning the outer surface, chapter 5, section 7: rinsing endoscopes and accessories, chapter 8, section 2: storage of disinfected endoscopes and accessories, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.